Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood test stripes were used and the leak was visually observed. The machine alarmed. Estimated blood loss was 150 ml's. Patient had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR #1713747-2013-00450.